Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a g5 mobile application display showing noting but an all-white screen. No additional patient or event information is available.